Event description:
It was reported that (B)(4)bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample after use.the following information was provided by the initial reporter:answers related to the complaint:was the tube mixed properly after the collection? Yeshow long was the sample allowed to clot? Approximately 1 hourwas fibrin present in the serum? Yes in one tube from 5 (sampling of 5 tubes)were the recommended centrifugation g-force, time, and temperature observed? Yeswhat is the centrifugation ramp-up speed? 4500 turns in 10 min.when was the calibration of the centrifuge last checked? Oct and nov. Recurrence ¿ (B)(4)monthswhat type of centrifuge was used- fixed angle or swing bucket? Fixed anglewere the centrifuge sleeves balanced to assure proper performance? Yes, they were balanced and also the customer uses an automatized device (roche-cobas 471)is the centrifuge temperature controlled? If so, to what temperature is it set? 16°cwhat did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Flat/partial/central part. There are (B)(4)barriers are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Sometimes hand carried.are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? They are stored in drawersdoes the patient have abnormally high protein levels (protein disorder)? Most does not have. Probability is low.what was storage conditions? Where they stored in refrigerator prior to use? Drawersquantity affected? (B)(4)tubes

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for poor barrier separation with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample after use. The following information was provided by the initial reporter: answers related to the complaint: was the tube mixed properly after the collection? Yes. How long was the sample allowed to clot? Approximately 1 hour. Was fibrin present in the serum? Yes in one tube from 5 (sampling of 5 tubes). Were the recommended centrifugation g-force, time, and temperature observed? Yes. What is the centrifugation ramp-up speed? 4500 turns in 10 min. When was the calibration of the centrifuge last checked? Oct and nov. Recurrence ¿ 6 months. What type of centrifuge was used- fixed angle or swing bucket? Fixed angle. Were the centrifuge sleeves balanced to assure proper performance? Yes, they were balanced and also the customer uses an automatized device (roche-cobas 471). Is the centrifuge temperature controlled? If so, to what temperature is it set? 16°c. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Flat/partial/central part. There are 3 barriers. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Sometimes hand carried. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? They are stored in drawers. Does the patient have abnormally high protein levels (protein disorder)? Most does not have. Probability is low. What was storage conditions? Where they stored in refrigerator prior to use? Drawers quantity affected? 50 tubes.